Event description:
During the index procedure the patient had one endeavor sprint drug-eluting stent implanted in an unknown vessel. Approximately 25 m onths post index procedure the patient suffered an mi. The event was not assessed for relatedness to device.

Manufacturer narrative:
(B)(4): evaluation results - inherent risk of procedure (mi).